Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at t6 due to vertebral compression fracture., intra-operatively while cementing t6, cement leaked out of posterior wall into spinal canal. It is unknown whether there were any patient complications as a result of alleged event or not. The cement was mixed for 30 seconds. The cement was stored at proper temperature before and during the procedure. The cement was doughy and homogeneous prior to delivery into the patient.